Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intended to program a food bolus for the 29 units of carbohydrates consumed and accidentally entered 92 grams of carbohydrates into the bolus screen. The contact reported that the customer's blood glucose (bg) level was not adversely impacted as the contact noticed the mistake prior to administering the bolus. The customer successfully entered the correct value of 29 grams prior to delivering the food bolus. The contact confirmed that the reported issue was due to user error.